Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified popliteal artery. A 5.0x 100 mm armada 18 balloon catheter was advanced to the lesion; however, when attempting to inflate the balloon there was a leak at the strain relief tubing. Another armada 18 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported leak in the distal end of the hub. A review of the complaint handling database found no other incident from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause and determined the most probable root cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.